Manufacturer narrative:
Compromised force sensor system error displacement test. Unable to perform the prime or compromised force sensor system error test, occlusion test and no delivery test due to compromised force sensor system error. Insulin pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was rising to 300 mg/dl. The customer stated that the drive support cap was normal. Did not troubleshoot for high blood glucose since patient was out of the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.